Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor glucose is 277 mg/dl and blood glucose at 414 mg/dl at the time of incident. Troubleshooting explained sensor glucose and blood glucose to customer and found that the sensor glucose and blood glucose levels were not in the acceptable range however, the sensor glucose did go to 374 mg/dl and the blood glucose was at 332 mg/dl at the end of the phone call. Troubleshooting advised customer on proper insertion techniques. The customer declined troubleshooting for the high blood glucose and would call back tomorrow to troubleshoot pump if blood glucose remains high.